Manufacturer narrative:
Additional information: the customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had white discoloration and a slight bulge near its upper portion just below the upper fitment. Functional testing was performed and no bulging/ballooning was observed in the silicone segment. The root cause of the report of a ballooning silicone segment was not identified.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was noted to be ballooning at the pumping segment while infusing ns. There was no patient harm.